Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were chosen. The procedure was going as planned and the was was positioned in the laa of the patient. The wds was inserted into the was and the device was deployed in the appendage. Release criteria were met and the device was released. After the release the device embolized from the laa. The device embolized to the left atrium and was retrieved using a snare. The procedure was ended after the device was removed. The patient remained completely stable during this event and has since been discharged from the hospital.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman delivery system implant only. The device was bloody with some tissue on the implant. The implant was microscopically and visually inspected. Inspection revealed frame damage to the implant, anchor damage, and fabric damage. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were chosen. The procedure was going as planned and the was positioned in the laa of the patient. The wds was inserted into the was and the device was deployed in the appendage. Release criteria were met and the device was released. After the release the device embolized from the laa. The device embolized to the left atrium and was retrieved using a snare. The procedure was ended after the device was removed. The patient remained completely stable during this event and has since been discharged from the hospital.